Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 15sept2020. The physician stated that they think the insertion difficulty was caused by the patient's blood stream and inner vessel conditions instead of the quality of the device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section d9, update section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination sheath was used for the procedure, using an r2p system for a superficial femoral artery. The sheath was attempted to be inserted into the artery but was unable to be advanced during delivery. The sheath was replaced by another sheath, however there was friction in the lumen of the proximal part of the dilator and a guidewire (cook, 0.035) was unable to insert into the dilator. Then the dilator was replaced by the dilator of the first sheath to continue the procedure. Subsequently, the procedure was successfully completed. There was no harm to the patient. The blood loss was less than 250cc.